Manufacturer narrative:
Device serial numbers were not provided, and therefore no udis can be provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿application of an absorbable antimicrobial mesh reduces major driveline infection in chronic mechanical circulatory support¿ identifying that the heartmate 3 is related with driveline infection. This study evaluated the effect of an absorbable antimicrobial mesh on driveline infection. A total of 4 heartmate 3 patients with chronic driveline infection were observed: 1 received the absorbable antimicrobial mesh (tyrx) and 3 did not receive tyrx. Comparison of the two groups reached statistical significance favoring tyrx use (p=0.045).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.